Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: in the event description it was reported: "sutures broken". Please clarify: how many sutures were involved in this single procedure? About 6-7 sutures. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? The main result of this unexpected outcome was prolongation of entire cardiac procedure. What tissue was being approximated or sutured when it broke? It has been used during CABG procedure for proximal anastamosis. What was used to complete the procedure? Yes. Please provide the procedure name and date. Cagb procedure done on 24th of february. Note: events reported in 2210968-2021-02617, 2210968-2021-03563, 2210968-2021-03564, 2210968-2021-03565, 2210968-2021-03566, 2210968-2021-03567, and 2210968-2021-03568 (B)(4). Date sent to the FDA: 04/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description it was reported: "sutures broken". Please clarify: how many sutures were involved in this single procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What tissue was being approximated or sutured when it broke? What was used to complete the procedure? Please provide the procedure name and date. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported multiple sutures broke, it is not known how many sutures broke during the procedure. No adverse patient consequences were reported. Additional information has been requested.